Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lnef, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she may need to get the device replaced for an MRI to check shrinkage and a hole in her spinal cord that may be contributing to the patient's voiding problem. This spinal cord issue began in 2007 prior to implant. It was noted that the patient's current device was not working well and they were going to take it out, however follow up information reported that no actions had been taken yet to resolve these issues and the patient was going back to the doctor for a second opinion. The patient did not have to self-catheterize previously and now she had to. The stimulation was not working and the patient did not have therapeutic benefit or relief. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.